Event description:
Sodium phosphate 12mmol was initiated using IV pump and programmed by the nurse. The medication should have been infused over 4 hours; however, when the nurse went back in room about 30-40 minutes later she noticed that the entire bag of medication was already infused (although pump indicated that it was infusing at a rate of 28.5 and had a vtbi of 109 ml). The patient was in no obvious distress. Physician team, charge nurse, pharmacist, and biomed all notified. Defective medical device tag placed on malfunctioning pump. Of note: the pump involved only had a white label with "property of uhs efg 6543" whereas other modules and brain have 3 different labels (yellow, white and red, and a orange and white circle).